Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had continued to fail. A field service engineer (fse) had checked the micro switches and latch assembly but could not find any issues. Ensuring all the cables were tightened to the back of the station and no resolution could be found initially. The fse then applied carbon conductor grease to the latch assembly and re-tightened the wire harness connectors. The issue was resolved, and the door was able to open without any malfunctions or issues afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator door that was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient, but user was able to retrieve medications from pharmacy and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.